Event description:
It was reported that at the beginning of the implant procedure the mobile programmer analyzer was in use and the electrograms (egm) were visible as expected. When the cardiac resynchronization therapy pacemaker (crt-p) was interrogated, no egm was visible on the device screen. The user ended the interrogation session and it was then noted that there was also no egm showing on the analyzer screen. The mobile programmer application was restarted and the issue was resolved. It was also reported that the connection between the mobile programmer base and mobile programmer application was lost during use of the analyzer. The connection did not recover automatically and the user had to press the grey button on the mobile programmer base and the connection was restored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 24967, patient connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the connection between the mobile programmer base and mobile programmer application was lost was confirmed. Analysis found the customer comment of a loss of egms could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.